Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device failed start-up check, user settings and writing system settings, due to poor contact of the motherboard. It was also noted, error code e117 was displayed, error occurred because the mainboard at the ram both at the connector and at the boards formed corrosion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during checking, the visera 4k uhd camera control unit exhibited communication error messages 117 and 118. It was also noted, the device was restarted, and the message disappeared but when initiating again the device, the messages reappeared. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e117 error occurred due to poor contact of the motherboard. The cause of the faulty mother board could not be identified. Regarding the e118 error, it was not reproduced during evaluation, and a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.